Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server for pyxis was down. A technical support specialist rebooted the esprod server and then allowed to log into the es server webpage, and med-room is now communicating with the server, and users are now able to log into the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es server down for pyxis. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.